Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When connected to the flushing line, no flush was coming out at the end of the splines, but a leak was coming from the catheter slider. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush luer detached from the flush port.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When connected to the flushing line, no flush was coming out at the end of the splines, but a leak was coming from the catheter slider. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.